Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy, rash on his back under the therapy electrodes. The patient also reported that he is unable to wear an (B)(6) wrap or tight-fitting garment over the lifevest as it would exacerbate his asthma. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient applied cortisone cream to the skin irritation and his home health nurse cleaned the electrodes and therapy pads. It was confirmed that the skin irritation has improved.